Event description:
Caller reported having blood glucose readings near 300 mg/dl. Pt exhibited symptoms of low blood sugar such as sweating. Pt ate sweets and bananas and began to feel better. A friend was called to help pt, but further treatment was not reported. Caller also reported administering 5 units of insulin, but was unclear as to timeline between readings and insulin. Testing was upon the fingertips.